Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: testing confirmed the reported "noisy telemetry" during interrogation of the device. The failure was found to be intermittent and temperature sensitive. Further testing was conducted but no conclusion could be made because the integrated circuit that facilitates the telemetry downlink/uplink function was damaged during the repackaging procedure. Functional testing of the device revealed no anamolies.

Event description:
Asku